Event description:
It was reported that during a da vinci s prostatectomy procedure, no picture was displayed on the left view image of the surgeon's console and the issue continued to recur after the system was restarted. Prior to contacting an isi field service engineer (fse) to assist with troubleshooting the issue, the surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No pt harm was reported.

Manufacturer narrative:
Investigation conducted by the fse concluded that the issue experienced by the customer was associated with a faulty camera cable. The camera cable connects the camera to the system's vision cart, which then transmits the image to the surgeon's console. The system was repaired by replacing the affected camera cable. The camera was also replaced as a precaution. The camera produces three dimensional images to the da vinci vision system through right and left optical paths. The images are then acquired through separate optical channels of the endoscope and are directed to the camera head and processed independently. The da vinci s surgical system user's manual explicitly states that, "environmental or equipment failures may cause the da vinci s system to become unavailable. The surgical team should always have backup equipment and instrumentation available, and be prepared to convert to alternative surgical techniques." As of 10/01/2009, there have been no reported recurrences of the issue at this hospital.